Manufacturer narrative:
The device with the lens was returned in the opened blister tray. The plunger lock and lens stop have been removed. Viscoelastic is observed in the device. The plunger has been advanced to mid-nozzle and has underrode the lens. The lens is still partially inside the lens loading area. The trailing haptic is misfolded under the optic and broken at the haptic/optic junction. The leading haptic is extended along the top of the plunger and extending toward the left in the device. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A plunger underride was observed. The root cause of the plunger underride cannot be determined. A qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure the plunger failed to properly advance the lens. The device was in contact with the patient, but there was no reported patient harm. Additional information was requested.